Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle experienced (short description of event) the following information was provided by the initial reporter: consumer stated when taking injection, he will leave needle in site for 10 seconds or 60 seconds. After injection of treseba there are no drops on end of needle.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle experienced (short description of event). The following information was provided by the initial reporter: consumer stated when taking injection, he will leave needle in site for 10 seconds or 60 seconds. After injection of treseba there are no drops on end of needle.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.